Event description:
Reportable based on device analysis completed on (B)(6) 2014. It was reported that the coil was unable to be advanced. The target lesion was located in the severely tortuous internal iliac artery. A microcatheter was inserted into the iliac artery and two non bsc coils were deployed. Then an introducer sheath was inserted into the y connector of the microcatheter to deploy this coil. Upon inserting the device into the microcatheter, it was noted that a strong resistance was encountered at the hub section. Pushing and pulling was performed but the coil did not advance further at the hub section. The procedure was completed with another with same device. No patient complications were reported and the patient's condition was good. However, device analysis revealed a detached fiber bundle.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer. A pusher wire and coil were returned, interlocked in the introducer sheath. The coil was attempted to be retrieved by advancing the pusher wire through the introducer sheath but this was unsuccessful due to encountering a resistance. The pusher wire was retracted to retrieve the coil. A kink in the distal region of the pusherwire as well as at the ss coil region was noted. The coil was kinked on the proximal end. The fiber bundles on the coil were coated in blood. A microscopic examination showed no damage to the interlocking arms of the coil/pusher wire. The coil zap tip shape and surface was smooth. The number of fiber bundles was below specification. The reason for this is the coil was subjected to conditions that damaged its original structure. The coil is designed to be advanced with ease, however, product analysis confirmed the coil was kinked indicating a resistance was met during the procedure. Coil fiber bundles are retained by the tension applied between coil loops during manufacture. Damage to the coil may potentially lead to the fiber bundles detaching. The damage to the coil impacted the overall structure and appearance of the coil as the number of fiber bundles was one below specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu instructs the user to begin continuous flush before introducing the coil into the catheter. (B)(4).